Event description:
The customer contact reported the patient received less medication than intended following an alarm condition. On an unspecified date and time, the device was programmed to deliver normal saline, with a volume to be infused (vtbi) of 250ml. No further programming parameters were provided. After an unspecified length of time, the nurse reported multiple air in line alarms occurred. The nurse could not specify if air was present in the tubing set. It was reported the alarms could be cleared but reoccurred after an unspecified length of time. The customer contact also reported that the tubing set was replaced; however, after an unspecified length of time the device again alarmed for air in line. At an unspecified time, it was noted that 172ml had been delivered instead of the intended 250ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no delays in therapy critical to this patient. No reported medical interventions were required. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.